Event description:
It was reported that the patient experienced withdrawal. The patient thought they had gotten a cold for a few days after her last refill. The pump was found to be in stopped mode since the last refill. The logs indicated an update was done to completion, but then 1 minute later, another update appeared to have started, but did not finish. Per reporter, the pump cannot be changed out of stopped pump mode. It was indicated the clinician entered values in simple continuous mode and then attempted to update the pump; after the update the pump remained in stopped pump mode. Per reporter, the session file showed the pump status after the update was in stopped mode as well, the clinician was certain they had chosen simple continuous mode. The logs do not show a restart command and are consistent with an intentional update to stopped mode. It was thought that the inability to update the pump may be related to the pump being stopped for so long. An alarm was not heard but confirmed by telemetry. Telemetry confirmed a critical alarm had occurred. The stopped pump may exceed tube set. Per reporter, the patient was no longer at the office. The plan was for the patient to come back next week and attempt to update the pump again. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the patient had mild flu symptoms which occurred 'approximately 3 days or so' after the refill. The patient did not call/notify the clinic. It was thought that a programming error occurred in which the programming was interrupted and not completed. The pump was restarted successfully. The patient's pain was not worse and 'asked not to start it'. The pump was refilled with saline only in anticipation of possible removal. A pump explant was scheduled to occur on (B)(6) 2012. The patient indicated they had acceptable pain relief without the intrathecal infusion. Drugs delivered via the device were fentanyl 368.5 mcg/ml, baclofen (lioresal) 276mcg/ml, bupivicaine 6mg/ ml.

Manufacturer narrative:
(B)(4) - "mild flu symptoms."

Manufacturer narrative:
Other applicable components are: product ID: 8840, product type: programmer, physician. Analysis determined the pump was improperly programmed in the field. (B)(4).

Manufacturer narrative:
Catheter model #8703w, serial #(B)(4), implanted: (B)(6) 1996, explanted: unk.

Manufacturer narrative:
(B)(4).